Event description:
It was initially reported that the lead had been pacing inappropriately, over and under sensing, and low sensing values. The detections were turned off in anticipation of a lead revision. On x-ray two weeks later there was a gross dislodgement identified and twiddlers syndrome. When the pocket was opened to revise the lead there was fluid suggestive of infection. The lead were removed and not replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the actual device was not received for evaluation. We receive performance data collected from the device and have analyzed the data. Interference/noise was observed. The ventricular short interval count =1320.2 counts avg/day, in 10.86 days, between (B)(4)-2011 19:53:17 and (B)(4)-2011 16:24:34. (B)(4): the full lead was returned and analyzed and no anomalies were found. It was also noted that there was blood in/on the helix.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.